Manufacturer narrative:
H3, h6: it was reported that hip revision surgery was performed. During the revision, the cup, head, sleeve and zimmer stem were explanted. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, modular sleeve and modular head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. A similar complaint has been identified for the cup and head. However these were for the same patient/parts. Similar complaints have been identified for the modular sleeve 1 of which was for the same patient/parts. As the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, elevated metal ions, osteolysis and effusion) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent a revision surgery of the prosthesis total hip for metallosis on (B)(6) 2020 due to pain, signs radiological reactions to metal debris (osteolysis, effusion) and high cr / co ions (114 and 205nmol / l respectively), there was loss of bone substance confirmed during the surgery. Patient outcome is unknown. Cup, head and sleeve were explanted, along with stem (zimmer).

Manufacturer narrative:
Expiration and manufacturing date information updated.